Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported the reason for right side removal was noted as ¿capsular contracture,¿ baker grade iii. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of capsular contracture was received on may 26, 2020 with lot number: 3169641. Analysis of the returned device identified; the weight the device within specification, creases fold, deformation and wear abrasion and voids in the gel. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported the reason for right side removal was noted as ¿capsular contracture,¿ baker grade iii. Device was explanted.